Event description:
Critically ill premature infant was on maximum therapy, including multiple vasoconstrictors, high frequency oscillatory ventilation (hfov) at high pressure, 100% (fraction of inspired oxygen) fio2, 20 ppm inhaled nitric oxide (ino), and bilateral chest tubes. The infant was moved from an infant warmer to an extracorporeal membrane oxygenation (ECMO) bed for transfer to the pediatric intensive care unit (picu) for ECMO therapy. To provide flow of 100% oxygen and ino to the baby during the move, it was necessary to disconnect the patient from hfov and use manual bag ventilation. The baby decompensated during the move and cardiorespiratory arrest ensued. She underwent aggressive resuscitation, but did not respond to interventions until she was placed back on the hfov. It was then noted that the blood pressure cuff had been placed on the instant flow valve, closing the valve and stopping flow of oxygen and nitric oxide to the bag.photographs are available upon request.